Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results form the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/26/2009, 03/27/2009, and 03/30/2009 by phone, fax, and mail. Medical records were received on 04/10/2009.

Event description:
Over two years following bilateral intraocular lens (iol) implant surgery, a surgeon reported a patient was experiencing poor quality vision. The surgeon reported the patient's current uncorrected visual acuity (ucva) as 20/20, but the patient was not satisfied with the quality of her vision. The surgeon reported that the patient experienced halos, posterior vitreal detachment, floaters, and irregular astigmatism following the iol implant surgery. The surgeon also reported that yag laser surgery and limbic relaxing incisions were performed, but did not improve the quality of vision for the patient. At a second opinion consultation, the patient was diagnosed with fuch's dystrophy and guttata. There are two medical device reports associated with this event.